Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. Additional information patient/event requested. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.

Event description:
On (B)(6) 2015; during hospitalization of a female patient a stage ii pressure ulcer was discovered on her sacrum upon removal of aquacel foam sacral dressing. It was unk how long the dressing was in use; or if it was placed prior to her hospitalization.